Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel disfunction and urge incontinence. It was reported that they had to get an x-ray of their knee and wanted to know compatibility. Agent also mentioned they went through airport security and ended up having an issue where they needed to use the bathroom but everything exploded and they couldn't hold it. Patient wanted to know if that could have been a complication from having the x ray. Patient confirmed they did not turn their stimulator off when they went through the x ray. Patient mentioned this has happened 3 times since and they have tried increasing but it ends up bothering them. Agent reviewed option to switch programs and reviewed how to do this on the call. Patient inquired about billing but agent reviewed speaking to doctor or insurance. Patient said they were satisfied and ended the call.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.